Event description:
Voluntary medwatch received states that the patient died. The patient had an implantable cardioverter defibrillator (ICD) implanted. No further information was provided.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183628.